Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. During the surgery, the fixation tab of the device came off the suture shortly after starting suturing. Further details were not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/31/2020. H3 evaluation: an opened sample was received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appear to be by the use of a surgical instrument. The suture was examined and body fluids on some barbs were noted and the sides of fixation tab were broken. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.